Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had multiple issues: low battery alerts, failed battery test alarms, blank display anomalies, and cosmetic damage. The patient's blood glucose at the time of the most recent battery issues was between 7 mmol/l and 10 mmol/l. The last battery out limit alarm that the customer received was at 5:42 am and he was asleep and had not done anything to the pump. The customer was advised to discontinue use of the pump and revert to back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with a constant failed battery test after battery installation due to faulty battery tube. No crack was noted on the original battery cap. No battery out limit alarm, unexpected black screen, pump shut off or unexpected reset of time or date noted. Unable to test the operating currents, weak battery alarm and unexpected low battery alarm due to failed battery test alarm. The insulin pump has cracked battery tube threads, minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.